Manufacturer narrative:
Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective battery. The issue was resolved by replacing the battery and the product is back in service. Initial reporter info: (B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the device cannot charge. When charging the 220v ac power, device can be turned on normally, there is no battery power display in the interface. Device was in clinical use at the time of event, however, there was no patient harm or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.